Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator. The system operates as intended.

Event description:
The customer reported that there was a collimator stuck error. The field engineer noted that the collimator was closed all the way down. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.